Event description:
A medtronic representative received a report from a site representative, that while in a spine procedure, there was an issue with the small spine frame visibility during use of the o-arm. This occurred after the navigation system camera was on for 3 hours. The active spine frame was ruled out for cause, as the system was tested with a different active spine frame and achieved the same results. The active spine frame was replaced with a passive frame and the surgery proceeded with no further issues. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Manufacture date now provided. Suspect camera wa returned for evaluation: tracking was found to be normal throughout the volume for both active and passive instruments during a functional test. Tracking did not deteriorate even up to the three hour mark that was reported. The camera passed an accuracy assessment kit (aak) test at .07 mm with just above normal line separation of 1.54 mm. This line separation did not cause the reported failure. The test software adjusted the line separation to 0 mm. The camera passed subsequent functional and aak tests and is now fully functional.

Manufacturer narrative:
Patient weight not available from the site. Device manufacturing date is unavailable at this time. RMA issued. Medtronic representative, following-up at the site on (B)(4) 2013, reported that the error could not be reproduced. Replaced the system camera. System is fully functional. A second follow-up at the site on (B)(4) 2013 finds that the customer reports they have had no problems since the camera was replaced. Issue resolved.